Event description:
The patient's wife reported that while performing the change cartridge procedure, "315" was displayed on the infusion device and the piston rod then extended by itself. She stated she did not press any buttons. She stated the piston rod completely extended and e1 (cartridge empty) error was displayed. She pressed the check button but was unable to clear the error. She changed the battery and performed the change cartridge procedure. She stated that after the piston rod retracted, it again fully extended on its own and e1 was displayed. She then attempted to change the time and date and while using the up and down buttons she stated the numbers began to change on their own and would not stop. She stated the infusion device has not been dropped or exposed to moisture. No physiological effects were reported. She was advised to contact the patient's physician for alternative therapy options. The pt does not have a backup infusion device. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The up button is always active. The snap dome of the up button is pressed through due to an external mechanical influence. As a result, the up button is always activated and the error message is unclearable.